Manufacturer narrative:
The reported complaint was confirmed. The srt replaced the display on the ccu. All verification/release testing passed successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the centrifugal control unit (ccu) display had a section of dead pixels. There was no patient involvement.